Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Evaluation summary: devices were reviewed for compatibility with no issues noted. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A cause for this specific clinical event cannot be ascertained form the information provided; however, for the tibial component, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in (B)(4) 2010. A field action was conducted on (B)(4) 2010 per recall number (B)(4), in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Device history records indicate all components were manufactured and inspected to specification.